Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4)

Event description:
The customer contact reported that the pump delivered more medication than intended. The primary line of the device was programmed to deliver saline. The secondary line was programmed to deliver "profenid" 300mg/250ml, at a rate of 10ml/hr and the deliveries were started. No further programming parameters were provided. After approximately 1 hour, the nurse noted the device displayed a 27ml volume infused and that "profenid: container was "to mark 40ml." The customer contact reported the device remained in clinical use to deliver an unspecified volume of saline on the primary line. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.